Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization (lot number b59463). Doctor stated that patient's essure confirmation test showed tubal patency on one side after bilateral placement of micro-inserts. Further examination determined that one micro insert was perforated through the uterine wall. Patient requested both tubes resected to remove devices due to pain. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: a perforation is a hole or opening made through the entire thickness of a membrane or other tissue or material. Probable causes for perforation: physician encounters poor visibility during the procedure, physician technique and experience, advancing delivery catheter when patient is experiencing extraordinary pain or discomfort, attempting to advance delivery catheter to black positioning marker after encountering undue resistance, further advancing delivery catheter once the black positioning marker has reached the tubal ostium, attempted removal of an implanted micro-insert with fewer than 18 trailing coils into the uterus, inaccurate placement of the micro-insert in the fallopian tube by the physician. According to the product IFU, the micro-insert must be placed far enough into the fallopian tube to prevent expulsion (less than 18 trailing coils). Perforations are a known risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Patency and perforation are anticipated events. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 5 further ae case reports have been received to date in relation to the reported batch b59463 (production date 02-aug-2013 and expiration date 31-aug-2016), but none of them refer to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed and spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and essure confirmation test showed tubal patency on one side after bilateral placement. Further evaluation determined that one micro insert was perforated through the uterine wall. One micro insert was perforated through the uterine wall is serious due to medical significance and is listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. In this particular case, hysterosalpingogram test showed tubal patency on one side after bilateral placement and further evaluation (not specified) revealed uterine perforation (tests dates were not specified). Patient was experiencing pain and requested essure coils to be removed. Both tubes were resected then. This case was regarded as incident (anticipated) since perforation was considered related to essure and surgical intervention was reported. In this case, a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. After review, 5 further ae case reports have been received, until (B)(6) 2014, in relation to the reported batch, but none of them refer to a similar adverse type of event. No batch signal could be identified at this time. Since no product was returned for investigation, the technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up (perforation questionnaire) information is expected.

Manufacturer narrative:
Follow-up from 13-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed and spontaneous case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and essure confirmation test showed tubal patency on one side after bilateral placement. Further evaluation determined that one micro insert was perforated through the uterine wall. One micro insert was perforated through the uterine wall is serious due to medical significance and is listed in the reference safety information for essure. Uterine perforation with essure may occur, most often during insertion. In this particular case, hysterosalpingogram test showed tubal patency on one side after bilateral placement and further evaluation (not specified) revealed uterine perforation (tests dates were not specified). Patient was experiencing pain and requested essure coils to be removed. Both tubes were resected then. This case was regarded as incident (anticipated) since perforation was considered related to essure and surgical intervention was reported. The performed product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs